Event description:
It was reported to boston scientific corporation that a flemixa biliary stent system was used during a stenting procedure in the bile passage of a pt. During the attempt to deploy the stent, the guide catheter stretched and as a result the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The device has been received; however, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).